Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that a catheter issue occurred. The 85% stenosed target lesion, with a length of 60 mm and a vessel diameter of 3.0 mm, was located in the moderately tortuous and severely calcified left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the ivus catheter was leaking. The procedure was completed using another of the same device. No patient complications were reported. However, device analysis revealed that the imaging window was perforated.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues, and the device appeared to be in good condition. However, microscope inspection showed that the imaging window was perforated. Functional testing indicated that the catheter was leaking in the imaging window section. Media returned by the customer was inspected and showed evidence of catheter leak. Based on this evidence, the as reported code of catheter leak is confirmed. The perforation of the imaging window may have contributed to the event. However, the media does not provide sufficient evidence to identify a device defect that could have contributed to the reported complaint.